Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow up, the patient notifier would not go off during a routine test. Patient will be monitored.